Event description:
It was reported to philips the device was running on battery, the battery depleted, and the device did not switch to ac power. This event was reported to have occurred during use. There was no patient/user impact. The customer spoke with a philips remote service engineer (rse). The rse went through the error log with the customer and determined the device was running on battery power, and the customer's facility may have a faulty wall power outlet. The customer recharged the battery and the device is working. The rse advised the customer to perform a performance verification test (pvt) before placing the device back in service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The patient was moved to an alternate vent. The customer followed up and stated that error codes 1212 (alarm message: running on internal battery system is powered by internal battery. Autoresets when ventilator is connected to ac power) and 1204 (alarm message: alarm message: low internal battery. Battery can provide operating power for only an additional 15 minutes under nominal conditions. Autoresets when ventilator is connected to ac power.) Were generated. The patient heard the device alarm. It was determined the device was functioning and the hospital had a faulty wall outlet. The device did alert/alarm as it was intended to do. The battery was fine and drained as expected under the circumstances. Following the evaluation of the device, the unit was then functionally tested and successfully passed specified tests. Based on the information provided, the reported problem occurred due to unintentional user error as the hospital had a faulty wall outlet. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction.